Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and a siemens customer service engineer (cse) was dispatched to the customer's site and inspected the instrument. Siemens reviewed the data and found no processing errors and that the filter data was consistent between original and repeat replicates. The cse replaced the reagent and sample probes as part of normal troubleshooting, auto-aligned the probes, and reset the counter. The cse observed blockages within the sample probe which may cause incomplete aspiration of the sample material. Precision testing was performed and had acceptable results. System was fully functional upon departure. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely depressed vancomycin patient result was obtained on a dimension vista 500 instrument. The initial result was not reported to the physician(s). The same sample was repeated on an alternate dimension vista 500 instrument and again on the initial instrument. The repeat result from the alternate instrument was reported, as the correct result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely depressed vancomycin patient result.